Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2021 during which the pocket was revised resolving the issue.

Event description:
It was reported the patient's ipg was protruding from the pocket site and causing pain at the site. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.